Manufacturer narrative:
This report is being submitted to capture (B)(4) as an initial/final report. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor speeds were out of specification on the low end, the bearings and reciprocating arm were worn, and the control bar was loose. The motor, reciprocating arm, planetary gear, set screw, poppet spring, and bearings were replaced, and the control bar was adjusted and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handpiece stopped working outside of surgery. There was no patient involvement. At device evaluation it was noted that the unit had motor speeds that were out of specification on the low end. Diligence is complete as no additional information was provided.